Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a detached catheter was inconclusive due to the condition of the sample. The product returned for evaluation was one 4fr s/l groshong nxt clearvue catheter. The catheter was received overlaying the metal two-piece connector stent. The distal connector segment was detached and was not returned for evaluation. The catheter and extension tubing were both engorged with blood products. Tactile inspection of the sample revealed the catheter to be lightly adhered to the stent but was otherwise unremarkable. Microscopic inspection of the proximal end of the catheter revealed striations typical of a sharp instrument cut. Microscopic inspection of the connector revealed abundant mechanical damage throughout both locking arms. The mechanical damage comprised scoring marks and material deformation in multiple directions. No conclusive evidence of catheter detachment was observed during evaluation of the returned sample. The mechanical damage throughout the locking arms was typical of trauma caused during forcible disassembly of the two-piece connector; however, the security of the two-piece connection and the state of the compression sleeve could not be assessed without the distal connector segment. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of rezk1833 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the patient had a catheter in for a week when they noticed that the catheter and the metal handle of the connector were detached, resulting in the catheter detaching.